Event description:
It was reported that a black substance was leaking from the core micro drill. Attempts to obtain add'l info were made, but were not successful.

Manufacturer narrative:
The device is available for eval, but has not yet been received. A f/u report will be field after it is received and the investigation is complete.